Event description:
The end user reported upon arriving to their dispatched scene, the power f2 system would not allow the empty stretcher to be unloaded from the ambulance. The system began raising the stretcher while still in the ambulance which resulted in the stretcher being caught in a bind. Due to the criticality of the call, another ambulance was dispatched to complete the patient transport. There were no follow up reports or allegations of any adverse health consequences to the patient as a result of the delay of transport.